Manufacturer narrative:
H3: device evaluation summary: updated due to part return and analysis. Medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, this 980 ventilator alarmed, the graphical user interface (gui) went blank, and the patient smelled a "burnt smell". As per the log review, there is no evidence of any impact on breath delivery. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the unit did not power up. There were traces of thermal damage on the graphical user interface (gui) central processing unit(cpu) printed circuit board assembly(pcba) and direct current-direct current(dc-dc) converter pcba the sp replaced the gui cpu pcba and dc-dc converter pcba. It was also identified that incorrect touchframe firmware was installed; therefore, the sp updated the software to the latest version. The unit passed all calibrations and tests per manufacturer specifications at the time of service. One dc-dc converter pcba was returned to medtronic for failure investigation. Visual inspection of the returned pcba and photo provi ded, it was confirmed that capacitor c82 on the dc-dc converter pcba had thermal damage along with evidence of smoke damage on the pcba. Through the serial number of the dc-dc converter pcba, it was determined that the pcba was manufactured prior to the implementation of a change to address dc-dc converter pcba failure. If failure of capacitor c82 occurs while in use on a patient, the ventilator response would be loss of ventilation to the patient. One gui cpu pcba was returned to medtronic for failure investigation. A visual inspection of the returned pcba and the photo provided found that there was thermal and smoke damage on different parts of the pcba. It was identified that the damage was caused by the capacitor on the dc-dc converter pcba which is situated next to the gui cpu pcba in the ventilator. The cause of the reported event was isolated to a faulty capacitor c82 on the dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, this 980 ve ntilator alarmed, the graphical user interface (gui) went blank, and the patient smelled a "burnt smell". As per the log review, there is no evidence of any impact on breath delivery. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the unit did not power up. There were traces of thermal damage on the graphical user interface (gui) central processing unit(cpu) printed circuit board assembly(pcba) and direct current-direct current(dc-dc) converter pcba the sp replaced the gui cpu pcba and dc-dc converter pcba. It was also identified that incorrect touchframe firmware was installed; therefore, the sp updated the software to the latest version. The unit passed all calibrations and tests per manufacturer specifications at the time of service. On review of the photo received, it was confirmed that capacitor c82 on the dc-dc converter pcba had thermal damage. Through the serial number of the dc-dc converter pcba, it was determined that the pcba was manufactured prior to the implementation of a change to address dc-dc converter pcba failure. There is an existing previous internal investigation regarding this issue. If failure of capacitor c82 occurs while in use on a patient, the ventilator response would be loss of ventilation to the patient. The gui pcba and the dc-dc cpu pcba returned to medtronic for failure analysis and are under investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient, this 980 ventilator alarmed, the graphical user interface (gui) went blank, and the patient smelled a "burnt smell". The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.